Event description:
Blood glucose test was performed early and the result was 140 mg/dl. At 7pm customer started feeling shakiness and nervous. The customer did not take any medication. At 9pm the customer passed out while performing a test. Paramedics were called and never came. The customer's relative gave customer peanut butter. A request was made for the return of the suspect device and replacement product was sent.